Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the clinic with the smartpass feature automatically disabled and two inappropriately treated events due to non-physiological noise. The patient was subsequently hospitalized with therapy disabled. Boston scientific technical services (ts) was contacted recommended x-ray imaging and provocative maneuvers to assess the system integrity. The recommended troubleshooting was performed, which showed appropriate noise detection in the secondary vector. The x-rays provided showed appropriate placement and connection. As the noise was not reproducible, ts recommended reprogramming the system to the secondary sensing vector and continuing with remote monitoring. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded noise and exhibited oversensing that resulted in inappropriate shocks with no conclusive evidence of a product performance issue or inadequate lead-to-electrode connection. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see b5 field for more information regarding the specific circumstances of this event. Device risk review: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: with all of the available information, including device data, x-rays, and information from the field regarding patient testing performed, the investigation determined this device exhibited oversensing due to noise that was consistent with transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, a definitive cause of this sensing behavior has not been determined and the event was resolved by reprogramming to the secondary sense vector.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the clinic with the smartpass feature automatically disabled and two inappropriately treated events due to non-physiological noise. The patient was subsequently hospitalized with therapy disabled. Boston scientific technical services (ts) was contacted recommended x-ray imaging and provocative maneuvers to assess the system integrity. The recommended troubleshooting was performed, which showed appropriate noise detection in the secondary vector. The x-rays provided showed appropriate placement and connection. As the noise was not reproducible, ts recommended reprogramming the system to the secondary sensing vector and continuing with remote monitoring. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.